Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2008 and that it has performed to spec up to (B)(6) 2008. Between (B)(6) 2008 and the (B)(6) 2009 the device logged a total of eight failed auto self-tests due to a low battery. The temperature was recorded during this period with a low of 2.9 degree celsius. On (B)(6) 2010, the device failed a self-test due to a low battery, at the time the temperature was recorded at -6.2 degree celsius. There is no evidence within the history of the device or during testing to indicate the device was switching itself on. Investigation did not confirm a fault with the device or any component in the device. Furthermore, the device was exposed to adverse environmental conditions, regularly recording temperatures below the recommended operating temperature of the device. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in battery becoming depleted.